Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8043556. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification 1920898-2019-01079-1 noted that did not pertain to the complaint. H3 other text : see h.10

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 6mm wholeunit 10bag experienced an inability/difficulty aspirating during use, and a serious injury in the form of elevated glucose levels. The following information was provided by the initial reporter: material no.: 324909 batch no.: 8043556. Verbatim: consumer reported syringe will not draw and glucose level is high, stated that she does not use a new syringe for each injection, said there is no need to because she is the only person using the syringes. Lot # 8043556 product 324910 exp 03-31-2023 occurrence date is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 6mm whole unit 10bag experienced an inability/difficulty aspirating during use, and a serious injury in the form of elevated glucose levels. The following information was provided by the initial reporter: material no.: (B)(4) batch no.: 8043556. Verbatim: consumer reported syringe will not draw and glucose level is high, stated that she does not use a new syringe for each injection, said there is no need to because she is the only person using the syringes. Lot # 8043556, product 324910, exp 03-31-2023, occurrence date is unknown.